Event description:
A (B)(6) male contacted zoll customer support to report an issue when either battery is placed on the charger/modem. The issue was isolated to the charger/modem. The pt received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4)2 has been completed. The reported problem (charger issue/will not charge) has been confirmed. Upon evaluation, the battery connector pins were bent on the battery board. The cause of the inability to charge a battery is the bent connector pins. The root cause of the bent connector pins cannot be positively identified but is likely excessive force when inserting the batteries into the charger. No adverse event resulted from the damaged connector pins. The pt received a replacement battery charger.